Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 10 years 11 months following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) and left bundle branch block (lbbb) was noted. No treatment was reported. 11 years and 2 months following the valve implant, valve degeneration was reported and the patient was hospitalized for 13 days. A valve in valve procedure was reported as treatment with an evolutr valve. 4 years months following the evolutr valve implant, moderate paravalvular leak (pvl) and electrocardiogram (ECG) revealed first degree atrio-ventricular (av) block and no treatment was reported. No additional adverse patient effects were reported. Additional information was received that approximately 12 years following the implant of the valve (corevalve 26), the valve degeneration was moderate paravalvular leak (pvl) which required a second valve (evolutr) to be implanted. No additional adverse patient effects were reported.